Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the device was articulated to the left and closed on tissue. Mid-fire, the device articulated back to the neutral position without the surgeon touching the articulation button. The jaws opened after the firing was complete once the surgeon pressed the open button. Peristrip reinforcement material was there was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.